Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, flat creases, red particles material was found on the shell/gel. And one curved opening. A weight test of the device was verified, and the device was within specification. A microscopic analysis was performed. Which identified, there curved striated openings, wear abrasion and nick striated. Based on the device analysis, the final assessment is: three openings striated in the side anterior assessed, as surgical damage. Nicks striated assessed, as surgical tool scratch like.

Event description:
Affected side left.

Event description:
Healthcare professional reported "disappointed, stressed, incredulous and angry","implant burst, leaving all the silicone gel inside the patient" "had to clean to avoid leaving anything inside" and "sizer( new) exploding while I was picking it up¿ affected side unknown. Device was not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device broke while handling.

Event description:
Healthcare professional reported "I'm writing this email because I'm really disappointed, stressed, incredulous and angry about what happened to me. During my breast augmentation surgery. I would like to point out that I've been implanting implants for 11 years, and for about 7 years I've been using test implants ( sizer ) in the clinic, resterilizing them every time, but I've never had an implant burst, leaving all the silicone gel inside the patient, who I then had to clean for half an hour to avoid leaving anything inside. This time I took a new sizer because I didn't have a stock of such a big 450 in the clinic. Seeing a sizer( new) exploding while I was picking it up it was a big disappointment for me and I was very nervous during the surgery. I have taken photos and videos. I have sent the sizer back with the implants, which were used, I hope the patient does not have any post-op complications, due to some pieces of silicone left inside, which I did not see.¿ affected side unknown. Device has been explanted.